Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted, and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations, and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during attempted implant, the physician positioned this lead within the appendage location, and confirmed acceptable measurements. The physician then rotated the helix slowly 10 rotations however it failed to deploy as expected. A new extension tool was attempted, but again full helix extension was unable to be obtained. Additionally, the physician tried to advance and retreat the stylet several times to lesson torque delay. This effort too was unsuccessful, and the lead was ultimately removed, and replaced with another lead of the same model type. The attempted implant lead was later returned for laboratory analysis, but no procedural adverse patient effects were reported.